Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead exhibited diaphragmatic stimulation. Further, it was noted that the lv lead had loss of capture due to dislodgement which was found on x-ray. A lead revision was then performed. This lv lead was explanted. No additional adverse patient effects were reported.